Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower. The triclip was replaced with another device to complete the procedure. The tr was reduced to grade 3 post procedure. The gripper line was observed to be broken at the back table. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower. The triclip was replaced with another device to complete the procedure. The tr was reduced to grade 3 post procedure. The gripper line was observed to be broken at the back table. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.